Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1613c124ee, serial/lot #: (B)(4), ubd: 07-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 53 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure an angiograph was performed and a type IV endoleak was detected. A reliant balloon was used but with no resolution. An additional limb stent graft was inserted followed by ballooning. Final angiograph check indicated a reduction in the endoleak. The event has not been resolved. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient will be monitored. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.